Event description:
It was reported prior to generator change out that the atrial lead exhibited oversensing due to noise. The lead was left in service without intervention and will continue to be monitored. The patient was stable and asymptomatic.